Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture grade 3" and "the right implant [is] now sitting quite a bit higher". One or more of the reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contracture grade 3" and "the right implant [is] now sitting quite a bit higher". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture grade 3, progressive asymmetry, with the right implant now sitting quite a bit higher.". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.